Manufacturer narrative:
Device was received with cracks in the top housing. Device was received with visible internal corrosion in the area of the batteries and fluid stains on the pcb. Investigations showed a tear in the not exposed portion of the soft cannula. It could not be determined what caused this tear. Fluid could be witnessed pouring out from this tear. It could conclusively be determined that this leakage caused the device failing to deliver insulin, the internal corrosion and the fluid stain on the pcb. The data download showed that a 0x24 alarm was generated, indicating that the tick count from the asic didn't match the rtc (real time clock) value. The cause of the observed hazard alarm could not conclusively be determined. Cracks were observed on the housing of the returned device; however, it could not conclusively be determined if these cracks contributed to the observed corrosion or affected device operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 25 mmol/l (450 mg/dl). The pod was worn between 1 and 4 hours. Hyperglycemia treated with pen correction.